Event description:
It was reported that the atrial lead exhibited auto mode switches with noise. The noise could not be reproduced with isometrics. On (B)(6) 2013, the atrial lead exhibited six auto mode switches and noise. Also noted, were two noise reversion episodes; the noise could not be reproduced with isometrics. The sensitivity was adjusted and the lead remained implanted. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.